Event description:
It was reported that a brain cancer pt with ivc filter implanted died 2 days post-neurosurgery. Pt visited the ER complaining of shortness of breath and chest pain. ER physician who pronounced the pt dead stated that the pt died from pe. No autopsy was performed per family request.